Event description:
It was reported that the device was implanted and explanted in 2008 due to an unk reason. Reportedly, the pt expired two days later, after an implant duration of 2 days due to an unk reason. No other details were provided.

Manufacturer narrative:
Device not returned.